Event description:
An epidural catheter was placed 7 cm's into the thoracic area for pain control for a pt undergoing a nephrectomy. The catheter reportedly "broke" into two pieces during introduction. Both pieces were removed uneventfully by a nonsurgical procedure. Another catheter was placed and no pt harm or ill effects were sustained.